Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with the carto 3 system and a map shift issue occurred. During vt ablation in the aorta, the doctor tried to do an angiogram (mapping) to verify the position of the coronaries in relation to the ablation catheter. The position of the angiogram did not match the position of the catheter (map shift). The issue was reported to have occurred during mapping phase. A new registration was attempted, but then the patient moved, and the map shift was too great. There was a shift of approximately 1cm before the patient moved and after the patient moved 2cm shift was noted. The doctor was not happy, the case was aborted, and the doctor requested a recalibration of the carto 3 system. An error on carto showed ¿body reference moved¿. The patient was under local anesthesia for about 2 hours at the time the case was aborted. In the physician¿s opinion, the cancelation of the procedure did not contribute to a death or a serious injury to the patient. As such, this event will not be considered a patient adverse event. Should additional information regarding a patient harm become available this should be re-assessed accordingly. No transseptal puncture was performed. No extended hospitalization was required. There was no patient consequence. Device evaluation details: the investigation found that the angiogram was made during the time that the metal level of the catheter was above the warning threshold value. Comparison of catheter location in fluoro with that in carto under horseshoe sign is wrong and should not be made as the metal distort the catheter location. Issue is related to user error. The biosense webster inc. (Bwi) field service engineer (fse) confirmed that the system was checked and all atp tests passed successfully including the univu module. The system is ready for use. A manufacturing record evaluation (mre) was performed for the finished device 20011 number, and no internal actions related to the complaint was found during the review. Based on the completed mre, the h4. Device manufacture date has been populated with 8/14/2014. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 4/30/2021, it was noted that the information under h8. Usage of device, on the initial report, which was populated as ¿initial use of the device¿ is wrong. It should be ¿reuse¿. Therefore, h 8. Usage of device on this follow up report is populated with ¿reuse¿.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation with the carto 3 system and a map shift issue occurred. During vt ablation in the aorta, the doctor tried to do an angiogram (mapping) to verify the position of the coronaries in relation to the ablation catheter. The position of the angiogram did not match the position of the catheter (map shift). The issue was reported to have occurred during mapping phase. A new registration was attempted, but then the patient moved, and the map shift was too great. There was a shift of approximately 1cm before the patient moved and after the patient moved 2cm shift was noted. The doctor was not happy, the case was aborted, and the doctor requested a recalibration of the carto 3 system. An error on carto showed ¿body reference moved¿. The patient was under local anesthesia for about 2 hours at the time the case was aborted. In the physician¿s opinion, the cancelation of the procedure did not contribute to a death or a serious injury to the patient. As such, this event will not be considered a patient adverse event. Should additional information regarding a patient harm become available this should be re-assessed accordingly. No transseptal puncture was performed. No extended hospitalization was required. There was no patient consequence.